Event description:
It was reported the pt's (B)(6) recharge burden had increased. In addition, the pt reported experiencing strong stimulation. The ipg was removed and replaced on (B)(6) 2012 which resolved the issue.

Manufacturer narrative:
Eval: results: as received, visual inspection of the ipg revealed instrument marks on the can. The header had some discoloration at ports. Microscopic exam showed header was not compromised. Complaints of overstimulation and frequent charging were not confirmed. Four day saline soak showed ipg header maintained integrity based on periodic signal and impedance measurements. Ipg battery at full charge maintained stimulation for more than three days, with no change to impedance or output stimulation characteristics. No spurious outputs observed on unused ports or can. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.